Event description:
Per the clinic, the patient experienced infection at abutment site and history of drainage (specific site not reported). Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported), however, the issue did not resolve. It was also reported that the abutment was removed in the clinic office and the implanted device remains.